Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Date: (B)(6) 2024. Description of facts, circumstances and means used: when injecting ivd medication, the syringe tip became stuck in the patient's tap after breaking off when unscrewing. This blocked all use of the patient's tap. Frequency: 1-rare (less than once a year). Description of consequences: blocked use of patient's tap and impossible to close properly.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A thorough review of the history of syringe 20ml ll lot 2406014 was performed, revealing no deviations or non-conformities associated with the claimed defect. Six retained samples were received for additional assessment, and inspections showed no damage in the tip area. Furthermore, the samples were tested for connection and disconnection with a luer connection, and no defects or difficulties were encountered during this process. The product is subjected to inspections at multiple stages of the manufacturing process to guarantee its quality and functionality. Based on the customer's description, it is highly probable that the tip breakage is linked to the device's usage. The damaged tip may result from excessive screwing with a mating component. Complaints regarding this device and the reported condition will continue to be monitored and analyzed. Information will be documented in trend reports and reviewed on a monthly basis. Our quality team consistently evaluates the gathered data to identify any emerging trends.

Event description:
No additional information.